Event description:
Reporter indicated that the site's dell handheld computer screen has frozen with "interrogation successful" displayed on the screen the past three times it had been used in the operating room. It was reported that re-inserting the flashcard or performing a soft reset temporarily resolved the problem. A new handheld was sent to the site at the request of the physician. Product analysis has been completed on the returned handheld computer and software flashcard. It was confirmed that under specific conditions, the handheld computer screen would freeze. No other anomalies were identified.